Manufacturer narrative:
(B)(4).

Event description:
Patient was implant with 2 drg leads from the same lot, at locations l1 and l2. It was reported that during a procedure to address lead migration (reference MFR# 3008829311-2016-00221), the patient had 3 leads implanted as part of his axium neurostimulator system. One was implanted at l1, one at l2 and the third at t12. Patient experienced a csf (cerebrospinal fluid) leak at the l1 and l2 locations. A blood patch was performed. It was reported that patient was asymptomatic post-operatively.